Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the male patient has complained about his triathlon knee. The surgeon reports that this was put in with 10 degrees of valgus and it should have been 5 degrees.